Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported that the up arrow button on her insulin pump is not functioning and that numbers on the screen are scrolling on their own. Blood glucose level is 232 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.